Event description:
A (B)(6) female reported that she used relion 8mm 31g pen needles, to administer insulin with her lantus solostar pen twice daily, and the needles had broken off in her skin on five occasions over a 1.5 week period of use (first date of use estimated to be (B)(6) 2015); the last needle break was approximately (B)(6) 2015. She did not seek medical attention on any of these occasions, but advised that she used magnets to extract the needles. Use of the needles was discontinued on (B)(6) 2015. The consumer confirmed that she used each pen needle once and this was her first time using the relion 8mm 31g pen needles. Medical history includes diabetes since approximately 2011 and allergies to lamictal, topamax and prestiq. No further information is expected.